Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was rapidly depleting. Reportedly, the battery was at 40% and quickly dropped to 5% after the load sequence. The customer's blood glucose was over 600 mg/dl with small ketones and was addressed with a corrective bolus. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.